Manufacturer narrative:
An event regarding corrosion involving a cocr head was reported. The event was not confirmed. The device was not received for review. A device history review indicated that the device was accepted into final stock with no reported discrepancies. There have been no other events from this lot. The exact cause of the event could not be determined as further is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time.

Event description:
Volun 03-feb-2014: failed right total hip arthroplasty secondary to catastrophic taper corrosion of femoral component. Patient had revision surgery.

Event description:
Volun (B)(6)-2014: failed right total hip arthroplasty secondary to catastrophic taper corrosion of femoral component. Patient had revision surgery.

Manufacturer narrative:
Should additional information become available, it will be provided in the supplemental report upon completion of the investigation.